Event description:
The medics responded to a patient, condition not reported, device was connected to patient with ECG electrodes. Reportedly the device displayed a continuous leads off message, device operator replaced electrodes with no change. The ECG cable was then removed from the device and reinserted in an attempt to see an ECG trace, without success. The patient was transported to the hospital, the reporter stated no adverse outcome to patient due to device operation.